Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, e3, d8, h2, h4, h6, h11 the customer contacted olympus technical assistance support (tac) via call to report that they performed a case but couldn't find the images and videos of the case. It was noticed that this case never went to the esccore queue even though it was sent via the edit screen. The case was later sent to esccore. The device was not returned to olympus for evaluation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center can't find the images, videos of the case. The malfunction was observed after the intended procedure. There were no reports of patient harm.